Event description:
The patient reported an issue with the needle not deploying during cannula insertion. Initially, the cannula did insert into the skin, but the patient later noticed it had broken. After removing the pod, the broken cannula was visible. The patient was not familiar with the pink slide on top of the pod and did not notice if it moved forward. The patient expressed a desire to replace the pod.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. It was reported that the cannula had detached from the pod. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.